Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was not under warranty, and technical support arranged for its replacement using a backup pump.